Event description:
It was reported that after insertion of the iab, the balloon began to leak and would not inflate. Because of this, the iab was removed and replaced. There were no associated pt complications.